Event description:
The pt reported that her infusion device shut down. She reported that the power pack was more than 2 weeks old. The pt was aware of the power pack recall but had not changed her power pack. The pt was instructed to replace the power pack and the device functioned properly. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned.

Manufacturer narrative:
No product will be returned for evaluation.